Manufacturer narrative:
Medwatch field h6 coding has been updated.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they have received implausibly low results for one newborn patient tested with tina-quant c-reactive protein IV on a cobas 6000 c501 module. The customer and several clinicians allege that the crp results are implausibly low compared to high il-6 values. On (B)(6) 2025, the patient had a crp value of < 0.6 mg/l and an il-6 value of 302 ng/l. On (B)(6) 2025, the patient had a crp value of < 0.6 mg/l and an il-6-ngb value of 397 ng/l. On (B)(6) 2025, the patient had a crp value of 1.0 mg/l and an il-6 value of 258 ng/l.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.